Event description:
It was reported the device exhibited error 42,221. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown; e1: phone (B)(6). One device was received for evaluation. Visual inspection found the tamper seal to be missing, but no physical damage on the device. The event history log found a record of error code 42221. Functional testing was able to verify and duplicate the reported problem. The root cause was unable to be established. The error code was deleted. The service history review identified no indication that the complaint was related to a service of the device within the review period.